Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 299 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 11/04/2016, a back to back blood test was performed by the customer fasting and produced test results of 187 mg/dl and 188 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/20/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has not had any recent changes in the diet, exercise, or medications. Customer is unable to read time and date on meter. The customer tests once a day and it is always fasting. Customer states is uncomfortable with all readings in meter's memory except 110mg/dl. Customer was unable to read dates and times;customer states does not have anything to eat or drink right before bed.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 299 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 187 mg/dl and 188 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/20/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (B)(6). Memory concerns:all high results. Customer has not had any recent changes in the diet, exercise, or medications. Customer is unable to read time and date on meter. The customer tests once a day and it is always fasting. Customer states is uncomfortable with all readings in meter's memory except 110 mg/dl. Customer was unable to read dates and times; customer states does not have anything to eat or drink right before bed.